Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an unspecified procedure using an 8f sheath. Reportedly, when pulling the needles to cut the thread, the suture left the system in full, preventing the rest of the process from being completed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿the suture left the system in full,¿ likely indicates a suture retrieval issue based on the operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.